Manufacturer narrative:
As reported, patient developed a rash post implant of 3dmax light mesh. This is a patient with a history of post-surgical rash. Based on the information reported, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's reported postoperative course. Allergic reaction is identified in the instructions-for-use, supplied with the device as a possible complication. Review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only complaint for the reported lot of (B)(4) units released for distribution in july 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent laparoscopic preperitoneal inguinal hernia repair with implant of 3dmax light mesh in (B)(6) 2024. In (B)(6), the patient presented with a recurrent rash on his hand and stated he previously had a similar rash after surgery involving his back which resolved. In (B)(6), the patient presented to his gp and describes an itchy rash affecting his hands, forearms, back and head. The patient was treated with prednisolone and antihistamines, which ¿have not particularly resolved his problems.¿ the patient has also used steroid cream and moisturizers.